Event description:
The company was informed that the pt¿s device was electively explanted. The pt was unhappy with the appearance of the external equipment and the pt was not willing to use the device. The pt was no reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device was discarded and will not be returned to the company. A device history record review was completed and no anomalies were noted. The pt is reportedly doing well. This is the final report.